Event description:
It was reported that during a gynecological procedure the tip of the electrode fell off into the pt. The tip was retrieved with the resectoscope. The surgeon completed the procedure with another electrode with no adverse consequences to the pt.